Event description:
The MFR's rep reported a pt experienced withdrawal symptoms which required a trip to the emergency room. The hcp gave the pt medications for the withdrawal symptoms. The drug contained in the pt's pump is unk. Add'l info has been requested, but was not available at the time of this report.